Event description:
It was reported that an older female patient underwent left total elbow arthroplasty mid-summer 2009, with revision a little over a year later. The patient presented to outpatient clinic office after her most recent visit with her primary care provider, which was approximately 4 years after the initial procedure. At this time, x-rays were obtained of the left elbow arthroplasty has become dislocated with some broke hardware. The patient did report some pain in her left elbow and has been taking over-the counter pain medications as needed for pain. She is currently living in an assisted living facility. The patient cannot recall any significant event or recent trauma that would have caused these new x-ray findings. Most recently, she presented for follow-up and she had a broken pin/axis of her total elbow arthroplasty. The patient chose to have surgical removal of the broken elbow component with revision.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.